Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited over-sensing of noise during an in-clinic follow-up. The over-sensing resulted in only one ventricular fibrillation (vf) marker on two separate reports. The over-sensing resulted in pacing inhibition, however, the patient had an underlying rhythm and did not experience asystole as a result. The noise was able to be recreated with patient isometrics. (B)(6) technical services (ts) discussed potential troubleshooting options. Programming changes were made to sensitivity. Patient presented to clinic where it was found that the pacing impedance measurements of the right atrial (ra) lead were low out of range, less than 200 ohms, and high capture thresholds at 1.3v. The ra lead was a non-(B)(6) product. No adverse patient effects were reported. This device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5149164.